Manufacturer narrative:
E3 occupation corrected. Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Data on the reported event date of 08jan2025 was reviewed. The controller event log file captured backup battery fault alarm events that became active on 08jan2025 at 19:36:41 and remained thereafter. The alarms did not affect the controller¿s ability to operate the pump at the set speed and activated due to the backup battery not passing load test. At the time of this alarm¿s activation, the loaded voltage was measured not within the acceptable threshold compared to the unloaded voltage. It was reported the backup battery was exchanged. Attempts were made to obtain additional information from the customer regarding alarm resolution and product return; however, no additional information was provided. A root cause of the backup battery fault alarm could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes backup battery fault alarms. Backup battery fault alarm. ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, ¿replacing a backup battery in the system controller¿ details the required tools and steps to exchange the internal 11v backup battery. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had backup battery (ebb) faults. A self test did not fix the issue. The ebb had been replaced prior and there was a system controller change for the same reason in (B)(6) 2023 (MFR # 2916596-2023-07198). The ebb was changed out on both running and back up system controller. A modular cable exchange was needed so the system controller was changed as well. Log files were sent for review, and the log files captured ebb fault alarms beginning at 7:12 pm on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.